Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys tsh ver. 2 assay on a cobas 8000 e 801 module. The initial sample results were reported outside of the laboratory to the patients. The customer received errors indicating low signal on the analyzer. The field service engineer replaced pinch tubing. The engineer checked the system and it was found to be performing within specifications after measuring cell preparation maintenance was run. Controls recovered okay. The customer then repeated the patient samples on a second analyzer and discrepancies were observed. The sample results were amended. The first sample initially resulted with a tsh value of 0.221 mu/l. The sample was repeated twice on the second analyzer, resulting in values of 3.98 mu/l and 4.07 mu/l. The second sample initially resulted with a tsh value of 0.387 mu/l. The sample was repeated twice on the second analyzer, resulting in values of 2.30 mu/l and 2.29 mu/l. The third sample (umbilical blood) initially resulted with a tsh value of 0.256 mu/l. The sample was repeated twice on the second analyzer, resulting in values of 9.55 mu/l and 9.27 mu/l. The troponin t reagent lot number was 583118. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.